Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR. Report#: 1627487-2016-02467. The patient has an scs system for off-label use. It was reported the patient's right occipital lead had eroded through the patient's skin. As a result, the patient's lead was repositioned via surgical intervention on (B)(6) 2017. The patient's wound was irrigated and treated with topical, oral, and intravenous antibiotics. Follow-up revealed the patient is recovering and doing well. Note: both of the patient's occipital leads are being reported because it is unknown which lead was repositioned.